Event description:
It was reported that there were several episodes of noise observed via (B)(6). Upon further review, noise appears to be external. The physician decided not to take any action. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.